Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and over-sensing noise, electrical over-sensing. Lead fracture was suspected. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.